Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) was in backup mode. The lp was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported complaint of rom mode at a follow-up visit was confirmed. The diagnostics data and device image showed that the lp had multiple memory corruption that led the watchdog reset and system resets. The root cause for the memory corruption cannot be determined. The firmware was downloaded to the device during the session and the device was operating in ram mode.